Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information based on the received information, it is very likely, that the active electrode has been damaged due to excessive mechanical stress. However to determine an exact root cause, a device investigation would be necessary. The complaint can be reopened when the explanted device has been made available.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found, even though no such causal event, like an accident has been mentioned. This is a final report.

Event description:
It was reported that the pt visited the clinic on (B)(6) 2014, as the pt no longer had access to sound with the device. There is no history of specific trauma. Re-implantation is considered, a date is not yet set.